Event description:
Approximately one month ago, md performed an l4-l5 fusion using the array system. It was subsequently noted on x-ray one of the set screws was dislodged. Md will leave system in place and monitor the patient.